Event description:
Nursing staff states: "staff was transferring (B)(6) from sitting to standing position and his hands were on the hanger bar (on black gripper part) and staff noticed blood on his right hand. Small laceration on right hand. Was taken to ER and had to receive 4 stitches. Between index finger and middle finger extended toward palm of hand."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model rps350, serial number/date code unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumers age (B)(6), height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.